Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the device performed to specification. The customer's report was observed. It was determined this is normal operation of the generation 1 propaq device. The generation 1 propaq devices are not compatible with CPR adaptors due to the age of the software. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.